Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display. Problem isolated to the interface board.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The customer stated that the device was dropped on the floor and the screen was blank. No further information was provided.